Manufacturer narrative:
Follow up information (general questionnaire) received on 27-jul-2015: the patient has no relevant medical history. She has no previous gynecological problems or concurrent conditions. The patient was not postpartum at time of essure insertion. During the procedure, analgesia was given to the patient (2% lidocaine). The insertion was considered difficult due to tubal spasm and patient's pain. There was no more than 1500cc of fluid loss during the hysteroscopy. The patient took a shot of depo provera for back up contraception. On (B)(6) 2015, a flat plate was done and the right essure was not seen. The hsg test was not performed. The physician confirmed all the events and details previously reported. The patient was offered a tubal ligation procedure but she went to another physician. Hospitalization was not required and the physician did not believe that essure caused or contributed to the patient's issue. At time of the report, essure device was not removed. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after one month experienced extreme pain (interpreted as pelvic pain). She underwent a total hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case, the patient had a difficult insertion with procedural pain and tubal spasm. Then, the pain started one month after insertion. X-ray performed showed that the right essure was not seen. Therefore, given the nature of the reported event and positive temporal relationship, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number cs000hv, inserted on (B)(6) 2015 for permanent contraception. On (B)(6) 2015 patient complained of pain. Health care professional was worried so did flat x-ray on (B)(6) 2015 which showed coil present on left side but no coil was seen on right side. Physician states that thought bilateral placement was achieved at time of essure insertion. The physician was away for 10 days and patient was in extreme pain, so she went to another doctor who did total hysterectomy. Ptc investigation result was received on 20-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: (B)(4). Batch number (B)(4). Production date: 03-nov-2014. Expiration date: 28-nov-2017. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and after one month experienced extreme pain (interpreted as pelvic pain). She underwent a total hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case the pain started one month after insertion. Therefore, given the nature of the reported event and positive temporal relationship, causality with essure cannot be excluded. Additional non-serious event was reported. This case was regarded as incident due to required intervention (hysterectomy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.